Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced an incorrect fill line position. This event occurred 30 times. The following information was provided by the initial reporter: translated to english. The customer stated, "the marked line for blood volume of edta tubes,3 ml , see thru varies tube by tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-28. H6: investigation summary bd received samples and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for various fill lines with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for various fill lines with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced an incorrect fill line position. This event occurred 30 times. The following information was provided by the initial reporter: translated to english. The customer stated "the marked line for blood volume of edta tubes,3 ml , see thru varies tube by tube."